Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer reloaded the cartridge to resolve the issue. There was no reported adverse effect to the customer's blood glucose level. It was also reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue.